Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an advanced evaluation trial patient who was using an external neurostimulator (ens) for urgency frequency and urge incontinence. The trial began (B)(6) 2021. It was reported that last night, the patient experienced burning when they would void, and were not able to empty their bladder fully. There were no device issues nor further patient complications reported at this time.